Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
New information received indicates that this device was returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room due to weakness and pre-syncopal symptoms. Intermittent loss of capture (loc) was observed and the patient was hospitalized. The patient was later reassessed by another physician and no further loc was observed. The duration of pacing inhibition remains unknown. Surgical intervention was performed and the lead was surgically abandoned while the device was explanted. The device is not expected to be returned for analysis.